Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation was performed with a 2.75mm non-bsc balloon catheter followed by a 3.0mm cutting balloon, a 3.50mm x 12mm nc emerge balloon catheter was advanced for further dilatation. However, during the second inflation at 17 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body as a whole all together and the procedure was completed with a 3.0mm nc emerge balloon catheter without any issue. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There is tip damage. There are numerous hypotube and shaft kinks. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The nc emerge device inflated and held pressure for 5 minutes without leaking. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation was performed with a 2.75mm non-bsc balloon catheter followed by a 3.0mm cutting balloon, a 3.50mm x 12mm nc emerge® balloon catheter was advanced for further dilatation. However, during the second inflation at 17 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body as a whole all together and the procedure was completed with a 3.0mm nc emerge® balloon catheter without any issue. No patient complications were reported and the patient's status was stable.